Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.

Event description:
Customer reported a low readings issues with the adc freestyle libre sensor. Customer reported receiving a sensor scan result of 99 mg/dl (downward trend arrow) and experiencing symptoms of dehydration. Customer was seen at a hospital where he was diagnosed with hyperglycemia and treated with "500 ml of serum" intravenously. A blood glucose result of 360 mg/dl obtained on an unspecified device was reported in comparison to the sensor scan result. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported a low readings issues with the adc freestyle libre sensor. Customer reported receiving a sensor scan result of 99 mg/dl (downward trend arrow) and experiencing symptoms of dehydration. Customer was seen at a hospital where he was diagnosed with hyperglycemia and treated with "500ml of serum" intravenously. A blood glucose result of 360 mg/dl obtained on an unspecified device was reported in comparison to the sensor scan result. There was no report of death or permanent injury associated with this event.